Manufacturer narrative:
A specific cause of the reported gastrointestinal bleeding could not be conclusively determined as the patient remains ongoing with the pump following the treatment and the patient is reportedly doing well with no further bleeding. The device was reportedly working as expected. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the clinical representative on 04/06/2016 stating that the patient is doing well with no further bleeding and a stable hemoglobin level. The patient's device is working as expected.

Manufacturer narrative:
(B)(4). Approximate age of the device ¿ 55 days. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that for the past month the patient was noted to have a slow drop in hemoglobin (hgb) levels that was initially thought to be related to a bone marrow problem. The patient was requiring a transfusion approximately every 5-6 days. On (B)(6) 2016 the patient's hemoglobin dropped by 5 grams and laboratory test results indicated the stool was positive for occult blood. The patient's inr was 2.4 at the time. An upper endoscopy showed gastric arteriovenous malformations that were treated. Additionally, the patient's aspirin therapy was discontinued and the inr goal was adjusted to 1.8 - 2.2. The patient reportedly continues to be doing well with no further bleeding and the hemoglobin level has stabilized. The pump was reported to be functioning as intended. No additional information was provided.